Manufacturer narrative:
The customer was taken to the emergency room and was admitted to the hospital in ICU for dka dangerous/ life threatening level. The customer was treated with fluids and insulin was administered via intravenous (IV) drip to stabilize bg levels. Reportedly, the customer was bolusing via the pump but stated bg's remain elevated. During the call with cts there were no issues found with the pump, indicating the pump was functioning as intended. The customer was discharged from hospitalization on (B)(6) 2016 with no permanent damage. The customer declined further troubleshooting with cts and stated to have met with clinical diabetes specialist for training and verified the pump was working as intended. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level above 600 mg/dl with diabetic ketoacidosis (dka). The customer was taken to the ER with dka. No additional information was provided.